Manufacturer narrative:
For the two reported events, a lot history review could not be performed as neither malfunction provided the lot numbers. Neither samples were returned for evaluation, therefore the investigations are inconclusive for the alleged obstruction of flow. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicates that model a710962, implantable port, allegedly experienced obstruction of flow. This information was received from multiple sources. These malfunctions involved two patients with no consequences. One patient was a female whose age and weight were not provided, no information was provided for the second patient.